Manufacturer narrative:
Evaluation revealed the nail holding screw to be the subject product. The nail handle is considered an associated product. Review of the device history records of the reported nhs revealed no conspicuities; the item was documented as faultless prior to distribution. Dimensional examination revealed no deviations in the relevant undamaged areas. A hardness test according to rockwell revealed the hardness of the material of the nhs being within specified parameters. Fretting marks are a rare but known reaction if these materials come in contact which each other. During screwing into the nail it is possible that the nhs gets in contact with the inner surface of the tube of the nail handle and friction occurs due to a suboptimal (slight oblique) axial insertion. In combination with small tolerances it is possible that cold welding occurs. Appearance of damage indicates that the devices got jammed by ¿cold welding¿ due to friction corrosion being caused by high surface pressure. Most likely high surface pressure generated by high load applied to the nail holding screw had led to the damage found. Local surface pressure may arise when the items are assembled under misalignment. The above observations are supported by the statement in the event description ¿rep was showing surgical tech how to assemble tibial nail implant to the nail adaptor and bolt so the nail could be implanted into the patient. The tech did not have the nail adaptor properly aligned with the proximal end of the nail. When he tried to tighten the adaptor and the bolt to the nail the bolt was not threading in and the bolt ultimately was jammed in the adaptor.¿ [¿] based on the above and in particular referring to the event description, the root cause of the reported event is not device related, but is rather linked to improper handling by the user (lack of training). Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Rep was showing surgical tech how to assemble tibial nail implant to the nail adaptor and bolt so the nail could be implanted into the patient. The tech did not have the nail adaptor properly aligned with the proximal end of the nail. When he tried to tighten the adaptor and the bolt to the nail the bolt was not threading in and the bolt ultimately was jammed in the adaptor. We were unable to remove the bolt from the adaptor. As a result, rep drove to (B)(6) to obtain another tibial nail set. The adaptor from that set was autoclaved and then used to implant the tibial nail. Patient was under anesthesia for additional 30 mins.

Event description:
Rep was showing surgical tech how to assemble tibial nail implant to the nail adaptor and bolt, so the nail could be implanted into the patient. The tech did not have the nail adaptor properly aligned with the proximal end of the nail. When he tried to tighten, the adaptor and the bolt to the nail the bolt was not threading in and the bolt ultimately was jammed in the adaptor. We were unable to remove the bolt from the adaptor. As a result, rep drove to washington hospital center to obtain another tibial nail set. The adaptor from that set was autoclaved and then used to implant the tibial nail. Patient was under anesthesia for additional 30 mins.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.